Event description:
It was reported that the glidewell ht implant failed. The implant was removed due to an osseointegration problem.

Manufacturer narrative:
Corrected data: b5. No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results. The DHR was reviewed for lot#6260220 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results. The stock product for lot#6260220 is not applicable for review since the issue is customer related. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. Root cause cannot be confirmed as no response from customer was given and the piq was not legible to confirm issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii, and their oral hygiene is listed as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2025 for a primary procedure on tooth #11. The patient returned on (B)(6) 2025 to the second stage of surgery. Upon examination, the provider noted granulation/fibrosis tissue around the implant, and the implant lacked primary stability. The device was removed and not replaced. Bone grafting was done, and no permanent injuries were reported.